Manufacturer narrative:
(B)(4). On an unreported date during hospitalization, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for an unrelated condition. While hospitalized, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing, but the care plan was to remove the peritoneal dialysis catheter since there was no response to antibiotic treatment. The date the peritoneal dialysis catheter would be removed was dependent on laboratory values. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.